Event description:
Healthcare professional (hcp) reports a pt's reaction to the psn (polysynthane) membrane. The incident occurred during the first exposure to the membrane. The pt experienced nausea, vomiting, chest pain and shortness of breath approximately 30 minutes into the hemodialysis treatment. The pt received normal saline. The dialysis treatment was discontinued and the pt's blood was returned. The pt refused to continue the dialysis treatment per the hcp.